Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.